Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® dryseal flex introducer sheath instructions for use, adverse events that may occur and/or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).

Event description:
On (B)(6) 2018, a 22fr gore® dryseal flex introducer sheath was used as part of a thoracic endovascular aortic repair. According to the report, the left external iliac artery was accessed and the sheath was inserted without any resistance. All endoprostheses were implanted with no reported issues. After the sheath was withdrawn from the patient, an intimal tear (dissection) of the left external iliac artery was reportedly identified. The vessel diameter and disease state prior to the procedure are unknown. The left external iliac artery was surgically repaired, and the procedure was concluded. The patient tolerated the procedure.